Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that the unit stopped oscillating while being used on a patient. The nurse bagged the patient and moved them to another device. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a technician evaluated the device onsite, performing circuit calibration and a full performance check, with no issues identified. The unit is confirmed to be operating correctly and within specifications. It is important to note that the cessation of ventilator oscillation and depressurization of the device is not always indicative of a device malfunction and may be more patient related. The device is designed to alarm and notify the user in these types of events and we can confirm that the device operated as intended in this scenario.